Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed off no power. The customer¿s blood glucose level was 294 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed off no power without a low battery alert warning. Customer also reported to have received a motor error alarm and battery issue alarms. The customer stated that the drive support cap was normal /and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. Customer also reported to have experienced a high blood glucose of 294 mg/dl and no form of treatment was reported. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. No battery out limit alarm, no unexpected battery power loss and no motor error alarm noted during test. Motor passed motor test. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and broken battery tube threads.